Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 feb 2026 has been used as a placeholder. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary set w/3 microclave, remv 3 gang manifold with check valve, rotating luer, 2 ext where it was reported that there was a particle in the drip chamber of the IV extension tubing. Patient involvement and patient harm are unknown.